Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
The pacemaker was explanted due to early eri and the lead was capped due to intermittent capture. There were no adverse patient side effects reported.